Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain at the ipg site due to ipg being superficial. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned, and pocket was made deeper. Therapy was restored.